Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. The customer conducted troubleshooting with technical support over the phone. Technical support recommended replacing the air / oxygen flow sensor assembly. During follow up, the customer reported that they replaced the air / oxygen flow sensor assembly, and the unit has been returned to use.

Event description:
It was reported that the air flow senor of a v60 ventilator was measuring at 1.2 when set to 0. The ventilator was not in use on a patient at the time of the reported event.